Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a burn and a risk calculation cannot be determined as there is no known batch number to identify if there were a device malfunction.

Event description:
On 22-jan-2024, a spontaneous report from the united states was received via email regarding a consumer (age and sex not provided) who used an unspecified thermacare heat wrap. Medical history and usage of concomitant products were not provided. On an unspecified date, the consumer topically applied a thermacare heat wrap for an unspecified duration of time for an unknown indication. On an unspecified date, the consumer experienced a burn. Further details not provided. The reporter provided additional information regarding an associated (B)(6).